Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on an undisclosed date and mesh was implanted. On (B)(6) 2016, the patient underwent an invasive surgical procedure to remove the mesh and required an additional surgical repair of the initial hernia. Adhesions were surgically dissected. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) additional narrative: it was reported that following insertion the patient experienced inflammation.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on an (B)(6) 2015 and physiomesh was implanted. It was reported that following insertion the patient experienced pain and scarring. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.